Event description:
The pt received the scs system which included two leads from the same lot. It was reported, the pt stopped receiving stimulation in the needed area. The physician reported, the leads had migrated. Reprogramming did not resolve the issue. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.